Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on samsung galaxy s21 fe (android 13) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After thorough investigation we have found that the issue is due to gatt undefined errors coming from the ble stack. This error could be attributed to various factors, such as device software, radio/microwave interference, or errors in the bluetooth stack implementation. To assist with the resolution of the issue, we provided helpline team with the following steps to ensure that it is addressed effectively: - uninstall app -> restart phone -> turn blue tooth off then on -> reinstall app - clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data - reset network settings: settings connection & sharing reset wi-fi, mobile networks, and bluetooth reset settings - disable battery optimization for mmm app: long tap on mmm app icon app info battery saver no restrictions - try to pair the pump and device, do not leave the pairing screen during the pairing process, do not forget to accept the bonding dialogs (may appear twice). Each of 2 confirmation notifications will be present on the device screen during about 5 seconds and after that period system will hide notification. But it still can be found in the notifications shade by swiping down from the top of the screen. - user has 30 seconds in total to confirm 2 notification prompts. Ask the user if those prompts were shown on pairing attempt. - try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported to pair the app to the pump. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the app but the device will not be returned for analysis.